Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: june 13, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: for this complaint, the image, segmentation and design steps were investigated. It was noticed on may 29, 2017 the planned model was uploaded to be used for the plate design; however, the model was wrapped with a too large offset. As the plate was designed using this wrapped model, gaps between plate and planned model are visible when superimposing the designed plate on the actual, unwrapped, planned model. This therefore explains the issue as stated by the complainant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: screw (part #unknown, lot #unknown, quantity unknown).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: plate bender (part #unknown, lot #unknown, quantity 1) and screw (part #unknown, lot #unknown, quantity 1).

Manufacturer narrative:
(B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it remained in the patient. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a mandible reconstruction the plate did not fit accurately to the patient. It fit on the posterior side however it the anterior portion of the plate did not fit. Another attachment was used and the plate was bent to make it fit. This resulted in a delay to procedure of fifteen (15) minutes. The surgeon was able to implant the plate and was happy with the overall outcome of the procedure so the plate was left in the patient. No adverse event to patient was reported. This is report 1 of 1 for (B)(4).